Event description:
The report received from the affiliate indicated that during a stenting procedure in a calcified subclavian artery, the stent moved forward during deployment and did not cover the lesion completely. There was no difficulty gaining access to the lesion and no anomalies were noted in the product prior to use. An 8 x 40 smart control was used to completely cover the lesion and successfully complete the procedure. There was no report of any adverse effects to the pt. The intended procedure was stenting of a subclavian artery. The vessel was calcified but not tortuous. There was no difficulty advancing the device to the target lesion. It was reported that after the stent was deployed, it was noted to have moved forward, not covering the lesion completely. Another stent was used to complete the procedure. No additional info is available at this time. It is unk if the slack was removed inside and outside of the pt, as instructed by the IFU. The IFU warns that slack in the catheter shaft whether outside or inside the pt may result in deploying the stent beyond the lesion. In addition, it is unk if the sds was held in place outside the pt during deployment.